Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia and insulin pump had insulin flow blocked alarm. The customer¿s blood glucose level was over 400 mg/dl and 220 mg/dl. Customer declined troubleshooting. Customer stated that the performed a 5.0 unit fill cannula and stated that the insulin exited. Customer was in auto mode until insulin flow blocked alarm. The devices will not be returned for analysis.